Event description:
The pt has a ventricular peritoneal shunt on the side contralateral to the implant. The day after implant surgery the pt developed a fever. Pt was admitted to the hospital and treated with IV antibiotics. It was recommended that all prosthetic implants be explanted. The cochlear implant was explanted and the shunt was externalized, then replaced. The pt's condition improved. The infectious disease specialists and surgeon were unable to determine whether the cochlear implant surgery was directly, related to the pt's illness.